Event description:
After an angiography when the physician inserted the guidewire to remove the catheter, a hole was noticed in the suspect catheter.

Manufacturer narrative:
Device eval: other, the eval is not complete. Conclusions: the suspect device has been returned for eval; however, the investigation is not complete. A f/u report will be submitted when additional info is available.